Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es storage space on main drawer 4.1 had failed. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had a device not present on the bus and multiple row board cables were partially connected. A field service engineer tightened and reset the cabling. The latches were also found to be loose and were adjusted accordingly. A hardware test application (hta) was performed as per policy to ensure the drawer functions. The system functioned as intended after the field service engineer repaired the device.